Event description:
A malfunction was reported with the occurrence of a malfunction code identified as malf 9. There was no specific report of any adverse impact on the customer's blood glucose level, as the customer declined to provide information. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer acknowledged and understood.